Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not respond to button presses when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.